Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition. The glass cap exhibits mild detritus. The bevel section melted and exhibits burnt glue. There is some white unknown substance noted inside the fiber cap tip. The condition of the cap described above could result in forward firing. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. Refers to forward-firing of the side-firing surgical fiber, a code request has been submitted.

Event description:
It was reported that the fiber was damaged at tip at 34,470 joules. The procedure was completed with a second fiber at 122,930 joules. No patient injury was reported.